Event description:
It was reported that the device was being used for temporary pacing support during an implant procedure and it suddenly stopped pacing. The procedure was completed using a different device and the patient was stable.